Manufacturer narrative:
(B)(4). Batch # n9032y. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the consultant general surgeon was performing a laparoscopic cholecystectomy on (B)(6). When using the large ligaclip to clip off the structures the first two out of three clips had failed to attach to the structures and had fell off into the patients abdomen, having to be retrieved. Another of the same clipper had to be opened to finish the operation. There were no adverse consequences for the patient reported.